Manufacturer narrative:
The autopulse platform (s/n # (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and found the battery lock was bent and the front enclosure was damaged. The autopulse platform is a reusable device and was manufactured on 07/25/2007. Therefore, these types of physical damages found during visual inspection are characteristic of normal wear and tear which is unrelated to the reported complaint. The data archive could not be retrieved for review due to a fault "system error " message. Functional evaluation of the returned autopulse platform was unable to be performed as a system error -out of service message was observed upon powering up, therefore confirming the reported complaint. Further investigation determined that the processor board was replaced to remedy the system error fault. Unrelated to the reported complaint, a brake gap inspection was performed and verified that the brake gap was out of specification. The brake gap was not able to adjust to its specification due to a defective drive train. A drive train was replaced. Additionally, the power distribution board (pdb) was replaced per routine service procedure. Performed the run-in testing, and did not replicate any of the user advisory or fault. In summary, the reported complaint was confirmed based on the archive review and during functional testing. The root cause was determined to be defective processor board. After replacement of the parts identified during functional testing and visual inspection, the autopulse platform passed all the testing and meets all required specifications.

Event description:
It was reported that during a shift check, the autopulse platform (s/n: (B)(4)) displayed "system error, out of service, revert to manual CPR" error message. The customer changed the batteries and the lifeband was reinstalled, however; the error message could not be cleared. There was no patient involvement reported.